Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during the infusion set and reservoir change. Device was not dropped or exposed to a magnetic field. Customer does not use the sensor feature and the rewind sequence was not completed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing however, the pump was received stuck in motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to review alarm history due to erased history file. The insulin pump was received with minor scratched display window.